Event description:
The patient was a male. The target lesion was the proximal left anterior descending (lad). The lesion was de novo, heavily calcified and slightly tortuous. There was a 99% stenosis. Pre-dilation was conducted with a balloon (ryujin: 2.0/15mm) initially, and the vessel was sufficiently dilated. Then the 2.5 x 18mm cypher was being delivered, however, there was resistance felt due to heavy calcification and had difficulty crossing the lesion. Additional pre-dilation was conducted and the cypher was being re-delivered but it became stuck with the calcification again and did not advance forward. Therefore, the cypher was withdrawn out of the patient by pulling and pushing back with force because it was stuck at the calcification. When the unit was observed after it was removed from the patient, the distal tip of the unit was observed to be compressed, and the distal section of the balloon was also compressed. In addition, the distal edge of the stent became slightly flared. The procedure was successfully finished by conducting only balloon angioplasty. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate and anomalies prior to use.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.